Event description:
The customer reported the l-shaped plastic piece around the shock buttons is loose and causing the buttons to be mis-aligned. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the l-shaped plastic piece around the shock buttons is loose and causing the buttons to be mis-aligned. There was no reported pt involvement. The customer scrapped the paddles and were not available for eval. The customer replaced the paddles to resolve the issue. We will consider this a paddles malfunction where the l-shaped plastic piece around the shock buttons came loose and caused the shock buttons to be mis-aligned.